Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that she has to change headsets several times due to wetness on the adhesive patch on the site. She advised her glucose levels will rise to the 400's mg/dl and 500's mg/dl range. Customer advises after changing the site her glucose will return to normal levels. She has not noticed any breaks or cracks in the infusion set. Customer is unsure if wetness is caused by poor absorption or a defect in the headset. No adverse event alleged. Device not available for return.